Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported problem of 'inserting the slide clamp opens the door but the pump then reboots itself' which was able to be reproduced during evaluation. A review of the event history log identified improper shutdown messages as evidence of the customer issue. Visual inspection found depressed battery pins on the rear case as the cause. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when you insert the slide clamp of a spectrum pump the door opens but the pump then reboots itself. There was no known patient injury or medical intervention associated with this event. No additional information is available.